Event description:
It was reported that a broach broke at the junction with the handle during an operation. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) rasp. G2: foreign, (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.